Manufacturer narrative:
The gore® acuseal vascular graft is being reported separately.

Event description:
The following information was reported to gore: on (B)(6) 2019 a physician related the following to a field sales associate: the physician asked if gore has had any issues with delamination in the gore® acuseal vascular graft. She stated that recently she had a patient who developed a hematoma around the graft. This graft was implanted circa (B)(6) 2018. The graft had been cannulated 3 weeks after the initial implantation. An attempt to repair the site was made using a gore® viabahn® endoprosthesis, but the hematoma continued to grow. The vascular graft was explanted and it appeared to be delaminated. The av access site was revised and the patient is doing fine. This event addresses the viabahn device.